Event description:
Complainant alleged that the clinician had successfully administered two 360 joule shocks to the pt (age and gender unk), but when the clinician twice attempted to deliver an additional 360 joule shock, the device shut off. Each time this occurred, the clinician turned the device off/on and was able to successfully deliver the shocks. A fifth 360 joule shock was successfully delivered to the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.